Event description:
It was reported that: "I was embolizing the gastroduodenal artery with active bleeding. The patient was in a serious condition, with the hepatic artery originating isolated from the aorta and in spasm, making it difficult to stabilize the 5f catheter. I placed the first coil, and everything went smoothly. I took the second, longer one to close it quickly, and it threw the microcatheter out of the gda. I repositioned it and continued to insert the coil. After about three repositioning's, the coil was completely detached with about 70% in the vessel and 30% inside the progreat microcatheter. Given the patient's serious condition, I pushed it with saline." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: #(B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f240900443 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.